Event description:
New information received indicates that dislodgement of the ra lead was confirmed via x-ray and further confirmed with fluoroscopy prior to the procedure.

Event description:
It was reported that the patient presented to the hospital for a device upgrade procedure. It was noted that the patient¿s right atrial (ra) lead had dislodged and programming changes were made previously to deactivate the ra lead. The ra lead was explanted and replaced. The patient remained stable following the procedure.